Event description:
Pump was reported to be powering down randomly, regardless of battery life, and there was damage to the charging port. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.